Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during preparation, the delivery system would not flush correctly. After trying to deploy a little bit of the stent graft to try and relieve some pressure, it still would not flush. The physician did not use the device. The procedure was completed by implanting another valiant device. No additional clinical sequelae were reported and the patient is fine.

Event description:
A valiant stent graft system was selected in a patient for the endovascular treatment of a 300 cm in length thoracic type b dissection.

Manufacturer narrative:
The returned device evaluation has been completed. The complaint was confirmed, the sideport could not be flushed. The cause of the event was due to glue within the barb adaptor caused by excess adhesive during manufacturing.